Event description:
The customer reported to olympus, the high definition autoclavable camera head optics no longer engage. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, h2, h4, h6, h10. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for evaluation and the customer's allegation was unable to be confirmed. A most probable or definitive cause of the reported event was unable to be established. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head optics no longer engage. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed to obtain additional information regarding the event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.